Manufacturer narrative:
The device was not received for analysis at the time this report was submitted; therefore no physical analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. It was reported that the device is expected to be returned. If there is any relevant information received, a follow-up medwatch report will be filed.

Event description:
As per sr the starter wire might have contributed to the problem. The wire got stuck on the balloon, he doesn't know if its the wire or the balloon. It was an sfa case and it was a cto. They had crossed it with the wire and then they put the balloon over the wire and then the balloon was not able to advance, they were in a sub-intimal space and so as a result it kind of got stuck on the wire. They had to pull the wire and the balloon out of the case and they just kind of abandoned the case. Patient is fine, no complications. Procedure was not completed due to what happened.

Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one each clinically used r1.5fc 260-035 device; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presents numerous bends of varying severity and frequency scattered over the length of the device. Dried blood-like material is present on and between the coil wraps. The j-form appears normal and unremarkable. No other damage or inconsistencies are noted to the specimen at this time. Both joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, procedural and/or clinical factors appear to have impacted on the event as reported.